Event description:
It was reported that the patient was driving and could not breath due to low oxygen. She drove herself to ER. They gave her supplemental oxygen and release after 5 hours after her oxygen level are normal. She was in the ER for 5 hours until her stat were normal. They gave her supplemental oxygen. The patient has a history of copd and alpha positive. The patient has received a replacement unit.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Manufacturer narrative:
The device was returned for evaluation on jun 04, 2025. The unit was returned with a complaint of an oxygen error, which was confirmed during inspection. Investigation revealed that the zeolite material was contaminated, likely due to moisture exposure, as indicated by the high psa cycle count (14). The contaminated zeolite led to increased column pressure and reduced sieve bed life, contributing to the overall performance issue. Additionally, the user interface panel was replaced due to cosmetic damage unrelated to the I functional defect. The compressor mounts were also found to be damaged, likely because of vibration from the compressor.